Event description:
It was reported that the patient underwent surgical revision of ams 700 inflatable penile prosthesis in april 2018 due to problems with right shaft of implant.

Event description:
It was reported that the patient underwent surgical revision of ams 700 inflatable penile prosthesis in (B)(6) 2018 due to problems with right shaft of implant. The patient currently reported that the right cylinder inverted into the scrotum. A second surgical revision was carried out and the reservoir tubing was found to be defective, unraveled, and it had leaked all fluid. The old reservoir could not be removed due to fibrous tissue. A new reservoir was implanted on patient opposite side.